Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds and decreased sensing. The sense and pace cables of the lead were capped. The high voltage cable of the lead remained in use.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection there is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.